Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 82 mg/dl. The customer was unable to troubleshoot at the time of the call because, she had already switched out her infusion set. Advised the customer to check to see if she could push fluid through the reservoir and tubing cap while the plunger was still attached. Advised that this could possibly help her detect an occlusion between the reservoir and tubing cap before placing the reservoir into the insulin pump. Nothing further reported.